Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, suggesting there was no adverse impact. Technical support instructed the caller on putting the pump into storage mode and arranged for a replacement pump to be sent. The customer acknowledged and understood the process for returning the problematic pump.